Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb and display adapter pcb assemblies were evaluated and re-seated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message and failed to complete the boot up process. There is no report of pt injury or death associated with this event.